Event description:
It has been reported by the patient's mother that they visited the emergency room (ER) whilst wearing the pod. The patient has aps type 1 autoimmune disease. The pod reportedly failed to deliver teriparatide which is a hormone to treat aps type 1. The patient experienced tingly fingers and cramps and went to the ER for electrolytes and hormone medication for treatment. The patient was discharged after 4 hours. Using the pod to deliver hormones instead of insulin is off label use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Using the pod to deliver hormones instead of insulin is off label use.